Manufacturer narrative:
Pump received with broken reservoir tube lip, missing reservoir tube o ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.(B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had physical damage on the reservoir lip ring. The customer stated they were able to lock the reservoir into the pump. No harm requiring medical intervention was reported. Troubleshooting was not completed but did not resolve the issue. The insulin pump will be returned for analysis. Pump was received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.